Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Internal insulation abrasion was noted at 31.0-32.2cm and 37.8-39.3cm from the distal tip. The etfe coating was intact at these locations. (B)(6).